Manufacturer narrative:
(B)(4). Final analysis of the extension revealed no significant anomaly. The extension body was cut through and the product was segmented.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
It was reported that the lead was cut during surgery and therefore was replaced by another one. It was noted that there were no patient symptoms or injuries related to this event. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).